Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a steel c/d infusion set, prompting a call during which the caregiver was guided through an infusion set change and tubing fill until drops were observed, followed by set application and cannula fill, after which insulin therapy was confirmed as resumed. Symptoms included low blood glucose. Outcomes included recovery of glucose to 167 mg/dl without further assistance and no hospitalization. Investigation included customer service troubleshooting and education regarding proper infusion set replacement and recommended supply change practices. Investigation of this case revealed no device malfunction was identified during the call, and insulin delivery resumed after the set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.